Manufacturer narrative:
Patient information requested but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the connections coming are loose which is causing safety concerns for the providers. Staff is having to tighten each connection which is very time consuming. No further information was provided.